Event description:
A (B)(6) male pt contacted zoll customer support to report adjust belt or check belt messages, check therapy pad messages, and arrhythmia alarm. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages, check therapy pad messages, and arrhythmia alarm) has been confirmed. Upon evaluation, the electrode belt connector was broken from the monitor casing, and pushed down into the monitor, preventing the electrode belt from connecting to the monitor. The root cause for the damaged belt connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged belt connector. The pt received a replacement monitor.